Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 26, 2024.

Event description:
Per the clinic, the patient experienced infection and skin necrosis at the implant site. The patient underwent skin flap revision surgery twice (date not reported); however the issue could not be resolved. Subsequently, the patient was hospitalized on (B)(6) 2022 and was treated with IV antibiotics (date and duration not reported). The device was explanted under general anesthesia on (B)(6) 2022.